Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they uploaded the insulin pump to carelink pro but it wasn't showing the threshold suspend going off when they their low. Customer has been having low blood glucose readings in the 40's and 50's mg/dl. Customer ran a self test on the pump and it passed. Customer stated that the alarm history showed the low suspend message. Customer stated that it normally happens in the early morning. Customer stated that he may have been clearing them out. Customer's doctor looked in the alarm history and confirmed the suspend alarms. Customer was advised that the pump is working and that he is most likely clearing them out before they suspend. Customer's doctor was shown the alarm in the data table.